Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information received indicates that the lead was pulled back and the device had migrated down patient's chest.